Event description:
It was reported that during manufacturer testing the irrigation pinch valve wheel did not have any rotation which the device has a potential to cause overheat. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.